Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
Product ID: 8840, serial# (B)(4), product type: programmer.

Event description:
The serial of the programmer was now provided. Should additional information be received, a supplemental report will be filed.

Event description:
It was reported that a physician had performed programming, to decrease the daily dose of baclofen from 220 per day to 198 per day. The pump shut down, stopped infusion, when the programmer was trying to connect with it. The ¿member of dealer¿ assisted the physician to ¿reset up¿ the infusion dose rate for the pump. The patient was without complications, no patient injury, during the stopped ¿closed¿ pump infusion which lasted approximately one hour. The programmer itself had good function when checked. The patient was followed a ¿few weeks¿ and everything was going ¿well, so does the pump.¿ the device system delivered baclofen. Should additional information be received a supplemental report will be filed.